Event description:
The pyhsician was performing a procedure when the distal tip of the sheath broke off. The physician used a second inner sheath, and the tip of that sheath broke off as well. The pieces of the sheaths were not recovered for examination. A thorough flushing of the bladder was performed. Upon removal of the device, a small perforation was sustained in the penile urethra of the pt. The bleeding was controlled and a catheter was placed in the pt. The pt reportedly had a normal recovery and was released from the hosp per the normal time frame.